Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. An intraoperative photo shows three clips applied over a structure. Two of the clips in the background appear to be not completely formed with an excess gap between the tips of the legs. Clips that do not appear to have been closed down completely are typically the result of the clutch safety feature built into the device. If, during the firing sequence, the jaws sense too much force to compress, the clutch will disengage the jaws to prevent them from getting damaged. This can occur when clamping on a dense structure that is outside the design range of the clip applier. Additionally, forces applied to the distal end of the clip during loading and firing can affect clip formation. All forces should be brought to neutral before firing and when loading a clip in the device it should be loaded off the structure. Unfortunately, photos alone cannot provide the evidence to determine root cause.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon complained of clips not fully closing at the tip. Case completed with same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. An intraoperative photo shows three clips applied over a structure. Two of the clips in the background appear to be not completely formed with an excess gap between the tips of the legs. Clips that do not appear to have been closed down completely are typically the result of the clutch safety feature built into the device. If, during the firing sequence, the jaws sense too much force to compress, the clutch will disengage the jaws to prevent them from getting damaged. This can occur when clamping on a dense structure that is outside the design range of the clip applier. Additionally, forces applied to the distal end of the clip during loading and firing can affect clip formation. All forces should be brought to neutral before firing and when loading a clip in the device it should be loaded off the structure. Unfortunately, photos alone cannot provide the evidence to determine root cause.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon complained of clips not fully closing at the tip. Case completed with same device. There were no patient consequences reported.